Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting another "hi" results. The consumer performed three more tests getting the following results of 81 mg/dl, 134 mg/dl and 125 mg/dl. It was during the call to customer support where it was determined the consumer did not perform the testing procedure as instructed in our directions for use, which may have contributed to the erratic results. The consumer was educated on these directions for use at the time of call. During the call to customer support, the consumer stated having control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.